Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip fully deployed with the vessel locator retracted into the delivery tube set possessing bent but intact locator wings. Examination determined the access port release function had been activated and functioned correctly with slight retraction of the thumb advancer and delivery tube set detected. The safety release button, however, was displaced into the handle cavity. The safety release button feature is only functional prior to clip deployment. Post clip deployment the safety release feature is inoperative. The displaced condition of the safety release button indicated the button had been pushed downward post clip deployment in an attempt to facilitate the stuck device removal from the patient. This is not considered a failure mode, only an observation as a stuck device removal may require any means necessary. The bent vessel locator wings are consistent with difficult to remove complaints. A possible, though unconfirmed cause for the wings damaged condition may be related to the operational context in the use of the device, either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract possibly due to an inadequate nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can prevent correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However no anatomical information was supplied. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. There was no detected device manufacturing or quality issue, damage or abnormality that may have contributed to the reported complaint and damaged locator wing condition. Based on the investigation the root cause is undetermined. Additionally, 3 sterile unused devices from the same lot were received and were functionally tested. The devices passed functional testing with acceptable results. No manufacturing or quality issue was detected.

Event description:
It was reported that the physician trained in the use of the starclose se deviceachieved arteriotomy closure of an unspecified vessel after an interventionalprocedure. Reportedly, after clip deployment the device was difficult to remove from the patient's artery. In accordance with the instructions for use, an attempt was made to use the access ports, however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was provided.